Event description:
It was reported that an overinfusion of heparin occurred. The pump was set to deliver at a rate of 45ml/hr and it was reported that the bag was almost empty after 2.5 hours. There was no resultant patient complication.